Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for acute decompensated heart failure and concern of thrombus in the inflow cannula from transthoracic echocardiogram but ruled out per computed tomography angiography (cta). It was said that while the patient was waiting for transportation home from admission from the hospital, the patient's flow dropped from 5.5 lpm to 1 lpm. The patient's flow subsequently dropped to 0 and had stroke-like symptoms. The patient transferred hospitals for ECMO cannulation, and there was no clear evidence of thrombus noted in the left ventricular assist device inflow or outflow tract on fluoroscopy exam in catheterization lab or on CT scan. Log files were submitted for review and captured low flow events on (B)(6) 2026. There are also several low flow flags which did not persist long enough to trigger low flow alarms. The system controller event file captured motor instability lvad fault flags. The pump event log file showed rotor noise & displacement are unstable along with abnormal rotor noise. It was later reported on (B)(6) 2025 that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that through medwatch form that the patient had an acute change in status. The patient arrived at the emergency department due to coding incident during emergency medical services transport. The patient was emergently placed on extracorporeal membrane oxygenation (ECMO) support. Upon initial interrogation of the patient's left ventricular assist device (lvad) revealed zero flow which was thought to be caused by a thrombus. Head CT revealed acute infarcts in the right putamen and right cerebellar hemisphere. The patients international normalized ratio (inr) was 2.3, therapeutic, upon admission. A heparin drip was started. The patient was treated in the intensive care unit. They noted that cardiac drugs used by the patient at the time of the event may have caused or contributed to the event.

Manufacturer narrative:
Section b3: date of death was requested but not provided. Section d6b: date of explant was not provided. Manufacturer¿s investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed the presence of ingested biological material which could have contributed to the reported low flow events observed in the submitted log files; however, a specific cause for this finding could not be conclusively determined. The submitted log files were reviewed and confirmed an acute decrease in flow to 1.0 liters per minute (lpm) on (B)(6) 2026. A low flow hazard alarm activated, and flow eventually decreased to 0.0 lpm. On (B)(6) 2026, transient motor instability events associated with elevations in rotor noise were captured. These findings appeared consistent with ingestion of material into the pump and impacting the rotor's operation. The pump was returned assembled with the pump cable intact. The modular cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned attached with the cuff lock engaged. Examination of the blood-contacting surfaces revealed dark, tissue-like biological material in the distal inflow cannula lumen which extended into eye of the rotor. The texture and color appeared consistent with ingested biological material. Additionally, jelly-like biological material was found in the vanes of the rotor and the pump cover interior. Samples of the biological material from the inflow cannula, rotor, and pump cover and were sent for histological analysis. Per the analysis, the submitted specimens from the rotor were consistent with an ingested thromboembolus of upstream origin. The central core of the material was found to have a laminated whirled appearance. It was noted that surrounding materials were consistent with post-explant artifact and suspected debris from handling. The gelatinous material filling the pump cover lumen was noted to be of similar histologic makeup as the post-explant artifact. The material from the inflow cannula was found to be consistent with pseudo intimal formation in varying degrees of remodeling and organization. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and patient handbook, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.